Event description:
This case was initially received via regulatory authority (health authorities - (B)(6), reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") in a female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("pain in back"), pain in extremity ("pain in legs"), feeling drunk ("feeling of drunkenness"), abdominal discomfort ("burning in lower abdomen"), paraesthesia ("electrical shocks") and amnesia ("memory loss"). On an unknown date, the patient experienced the first episode of allergy to metals ("an allergy specialist found major allergy to nickel") and the second episode of allergy to metals ("an allergy specialist found major allergy to chrome and cobalt"). At the time of the report, the abdominal pain lower, back pain, pain in extremity, feeling drunk, abdominal discomfort, paraesthesia, amnesia and the last episode of allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, amnesia, back pain, feeling drunk, pain in extremity, paraesthesia, the first episode of allergy to metals and the second episode of allergy to metals with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.